Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guiding catheter was cracked at its left side. A model-6f runway fl4 was selected to approach the target lesion. However, the device was cracked at its left side. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The shaft and the remainder of the device were visually inspected for damage. The shaft showed damage in the form of two kinks. The kinks were located at the hub. This complaint was not confirmed for a broken shaft; however, it was confirmed for kinks. There was no indication of body fluids on the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guiding catheter was cracked at its left side. A model-6f runway fl4 was selected to approach the target lesion. However, the device was cracked at its left side. No patient complications were reported.